Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report, detailing the results of the evaluation.

Event description:
User facility reported that the physician attempted to access the spinal space between the 3rd and 4th lumbar vertebrae, this attempt was unsuccessful. The physician then attempted to access between l4 and l5, twice was unsuccessful. After the second attempt to access between l4 and l5 the physician noted that the tip of the 25g x 3 1/2" pencil point spinal needle was missing. The 3 mm fragment was located via x-ray and removed surgically. No permanent adverse effects reported.